Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box history revealed call service (cs) 054/052/012 alarms. The battery or cartridge cap was not returned; therefore, test caps were used to complete the investigation. During testing, the pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The reported call service alarm issue was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The was no indication as to what type of alarm was emitted by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.